Manufacturer narrative:
(B)(4). The customer returned one catheter over needle component. No obvious signs of use were observed. Visual analysis revealed that the needle hub was not flush with the hub of the catheter. The needle was removed , and a bend was located on the cannula directly adjacent to the needle hub. The location of this bend is located inside the hub of the catheter. Once removed, the catheter body did not show abnormalities or bending; however, microscopic examination revealed scratch marks on the inside of the needle guard. These scratch marks were located adjacent to the needle tip and also traveled along the length of the guard. The bend measured 2mm from the hub. The cannula outer diameter measured 0.0355", which is within the specification limits of 0.0355"-0.0360" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured 0.023", which is within the specification limits of 0.023"-0.0245" per the cannula product drawing. The manufacturing facility was contacted as part of this complaint investigation. They indicated that needles of this type are 100% inspected for such damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal". The report of a bent needle was confirmed through complaint investigation of the returned sample. Visual analysis revealed a slight bend adjacent to the needle hub from the catheter over needle subassembly. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the bending was detected "during use" and the comments from manufacturing, the root cause cannot be determined as is unknown if the failure occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "introducer needle bent". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "introducer needle bent". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".